Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for nine days for this peritonitis event. Twenty seven days after the patient was discharged from the hospital, the patient experienced recurrent peritonitis. As a result, the patient was hospitalized for seven days. The cause of the two occurrences of peritonitis was unknown. The patient treatment was not reported. On an unreported date, the pd therapy was discontinued. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers gd894865 and gd894402 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).